Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h6, h11 the device was returned to olympus for inspection. Based on the results of the investigation and historical data, reasonably known information suggests probable causes such as electrical problems like open circuit, short circuit, or signal loss, and mechanical problems such as leakage or seal deformation without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope exhibited an e226 error message, even after cleaning the gold contacts on the scope. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.